Event description:
It was reported that part of the metal on the face of the starvac came off during the procedure. An x-ray was done and there was no evidence that the metal was not inside the patient¿s hip, they assumed that the metal bit was in the suction wash. The procedure was completed with a backup device. No delay nor patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification shows extensive electrodes/ screen wear with discoloration on screen and scratch/ scuff marks on cap and spacer. One of the electrodes is detached. There are no manufacturing abnormalities visually observed with the returned wand. The customer complaint was verified.